Manufacturer narrative:
Internal file number - (B)(4). The lot number and expiration date are listed as unknown, because it was not determined which of 2 clips experienced the complete clip detachment (ccd): lot #: 80823u151; expiration date: 08/24/2019. Lot #: 80828u235; expiration date: 08/29/2019. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no lot specific product issue. The reported patient effects of emboli and myocardial infarction are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. All available information was investigation and a definitive cause for the reported ccd could not be determined. The reported embolism appears to be due to the ccd which subsequently resulted in the reported myocardial infarction. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Internal file number - (B)(4). Date rec¿d by MFR: correct date on follow-up #1 should have been reported as 03/25/2019.

Manufacturer narrative:
(B)(4). Lot number is listed as unknown because the embolized clip may be one of two clips: 80823u151, 80828u235. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the embolized clip and the myocardial infarction. It was reported that on (B)(6) 2018, 3 mitraclips were successfully implanted, two xtr clips and one ntr clip, reducing grade 4 degenerative mitral regurgitation (mr) to grade 2-3. On (B)(6) 2018, the patient was hospitalized with st changes, diagnosed as a myocardial infarction, and per echocardiogram, one of the xtr clips (80823u151, 80828u235) detached from both leaflets and embolized to the right coronary artery. Mr increased to grade 4. On (B)(6) 2019, the embolized clip was surgically removed, and mitral valve replacement surgery was performed. The patient remained stable. No additional information was provided.